Event description:
Pt underwent a sling procedure in 2002. The abdominal approach was used. Post-operatively the pt experienced retention and a urethral erosion was noted. The physician performed a cystogram and resection in 2003 and excised the tape 2 weeks later. The pt is reported to be doing well.